Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer were experiencing high blood glucose. The customer's blood glucose at the time of incident was found to be 23.5 mmol/l. Customer alleged that insulin pump was under delivering, because piston was not working as usual and they were not sure if pump was delivering correct amount of insulin. The customer was treated with insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.